Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago prior to the date the manufacturer became aware.

Event description:
It was reported that the patient implantable pulse generator (ipg) has twisted to a point he cannot charge. The patient underwent ipg replacement procedure. Additional information stated that the patient recovered postoperatively. Unable to return explanted devices due to hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago prior to the date the manufacturer became aware.

Event description:
It was reported that the patient implantable pulse generator (ipg) has twisted to a point he cannot charge. The patient underwent ipg replacement procedure.